Event description:
It was reported that the patient self-removed some of the screws which caused the incision sites to have redness and not fully closed. The patient was added with more sutures. The device remained implanted and in service. No further information has been obtained.